Event description:
It was reported that during a da vinci s prostatectomy procedure the endoscopic camera was removed for cleaning. Upon re-inserting the camera into the pt, the surgeon noticed abnormal bleeding in the right iliac area. The camera was immediately removed for cleaning a second time however, upon re-inserting the camera into the pt, the bleeding appeared to have worsened. The surgeon decided to convert to traditional open surgical techniques to stop the pt's bleeding and complete the planned procedure. The surgeon found an accessory vein in the right iliac area to have been torn loose. The pt required a blood transfusion and prolonged hospitalization. As of august 18, 2009, the pt was recovering as expected and was in stable condition.

Manufacturer narrative:
No malfunction of the da vinci si system was alleged by the hospital. The surgeon stated he "could not definitively determine how the pt's injury occurred". The hospital has continued to use the da vinci si system to perform surgery on pts. As of august 27, 2009, no adverse events or system malfunctions have been experienced with the site's da vinci si system, and as of august 27, 2009, no similar instances of this event have been reported to isi.